Event description:
It was reported that a boston scientific device was implanted.according to the complainant, the patient experienced incontinence, infection, corrective surgical procedure, pelvic/vaginal pain, bleeding, and disfigurement.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.